Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting treatment procedure, a stent dislodgment occurred. The lesion was located in the mildly tortuous and severely calcified distal left coronary artery. No resistance was felt during advancement. The physician advanced the 3.50x12mm taxus liberte drug eluting stent delivery system, however he was unable to cross the lesion. During advancement the stent dislodged at the ascending aorta. The stent was found in the radial artery. The stent was successfully removed during surgery. Patient status is reported as "satisfactory ". A ptca drug eluting stenting treatment procedure was successfully completed on six days post procedure.

Manufacturer narrative:
Device evaluation: the device was not returned by the hospital; therefore it is not possible to determine if any issues existed with the device that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The exact root cause of the reported difficulty is unknown. Product unavailable for analysis